Event description:
The pt reported intermittent stimulation. An advanced bionics representative performed device evaluation. The problem was not confirmed. The pt will be implanted with a new advanced bionics spinal cord stimulator.